Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Reportedly, the customer took the pump rafting and the customer was unsure if the pump had gotten wet. The customer¿s blood glucose level was 240 (mg/dl). Reportedly the customer had manual injections as alternate insulin therapy.